Manufacturer narrative:
It was reported that a patient underwent a pvc cardiac ablation procedure with a navistar thermocool. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. There was high temperature reading from the catheter when radio frequency (rf) was being delivered the device evaluation was completed on 27-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. An irrigation test was performed and the device was irrigating correctly. No temperature, impedance or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode cleaned of coagulum, if present before rf energy is reapplied. A sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc cardiac ablation procedure with a navistar thermocool and an irrigation issue (device used on patient) was observed. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. There was high temperature reading from the catheter when radio frequency (rf) was being delivered. A second device was used to complete the procedure. There was no adverse event reported on patient. The system continued for ¿0¿ seconds to continue to ablate above the temperature cut off value. The generator parameters were set to power control mode, 35w, and 42. Additional information was received. This issue was noted after the device was used on the patient. Smartablate pump used. Discovered through rapid flushing outside. Steps taken to resolve the irrigation issue was to replace the leather tube. Smartablate generator does not have catheter options set. The high temperature reading issue was assessed as non MDR reportable. Since the generator stopped delivering radio frequency (rf), the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue (device used on patient) was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).